Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was encountered. Sensing waves were low and thresholds were high on the pacing lead, which were thought to be related to patient anatomy. Poor fixation of the helix was also noted. The lead was then implanted in the high septum. The following day a pacing failure was noted and dislodgement was confirmed by fluoroscopy. The lead was revised and remains in use. No patient complications have been reported as a result of this event.